Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for blood flow inhibition with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that an unspecified number of bd vacutainer® eclipse¿ blood collection needles experienced insufficient blood flow through the device when used in combination with plastic/glass citrate or ctad tube during use. The following information was provided by the initial reporter: material no.: 368607, batch/lot: 9088678. Verbatim : here we have an issue with the 21g needles from lot 9088678, regarding some ¿blood flow inhibition (¿ suspected defect in bore of needle ¿ blood flow inhibited¿) reported from two different sites in our network. It was reported from 2 different sites on the same date, and that lot was pulled from the shelves, so no other occurrences were reported. We do have 19 boxes from that lot collected at site, we pulled off shelves out of abundant caution.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd vacutainer® eclipse¿ blood collection needles experienced insufficient blood flow through the device when used in combination with plastic/glass citrate or ctad tube during use. The following information was provided by the initial reporter: material no.: 368607. Batch/lot: 9088678. Verbatim: here we have an issue with the 21g needles from lot 9088678, regarding some ¿blood flow inhibition (¿ suspected defect in bore of needle ¿ blood flow inhibited¿) reported from two different sites in our network. It was reported from 2 different sites on the same date, and that lot was pulled from the shelves, so no other occurrences were reported. We do have 19 boxes from that lot collected at site, we pulled off shelves out of abundant caution.